Event description:
Patient was implanted with 4.5mm va-lcp curved condylar plate and screw construct on (B)(6) 2012. Post-operatively, x-rays taken on an unspecified date revealed a non-union and all hardware was intact. A possible infection was also noted. Patient was returned to the or on (B)(6) 2013 due to the non-union/mal-union. The surgeon removed all hardware. The surgeon confirmed the non-union and the presence of infection. Patient was not revised with any additional hardware at this time. The anticipated treatment for the patient is to control the infection and perform a joint reconstruction with competitors hardware. Reportedly the patient also had total knee replacement prior to the surgery. This report is for nine (9) unknown 5.0mm locking screws. This is 3 of 4 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.